Event description:
The recipient is reportedly experiencing intermittent lock. The recipient is presenting with sound quality issues. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a crack along the seam weld and a dented bottom cover. In addition, the electrode was sliced near the fantail prior to receipt which is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed an electrical test performed. The residual gas analysis could not be performed due to the gross leak at the seam weld. The scanning electron microscopy analysis confirmed a crack on the seam weld. The internal visual inspection noted silver migration between some components. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld, induced by the head trauma reported. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.